Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the customer¿s reported image issue was confirmed and found to be due to circuit board failure. Additionally, the camera cable was twisted and loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the visera video system center otv-s7v camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial report with information inadvertently left off (identified via b5 of this report). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that image was not output due to communication failure caused by flooding of cable or inside of the imaging. The cause of the flooding could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Information obtained identifies the reported issue (no image) occurred during inspection for use of an unknown procedure. The procedure was completed, but it us unknown whether it was completed with the subject device, or similar device.